Manufacturer narrative:
Other relevant components include: product ID neu_unknown_cath lot# unknown serial# implanted: explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient in the united kingdom who received an unspecified medication via an implantable pump for an unspecified indication. It was reported that the spinal segment replacement occurred due to the 8780 which had moved down the spine. Patient symptoms were not reported at this time. No further complications were reported/anticipated. Additional information was received. Further initial reporter and facility information was received. A medtronic employee first became aware of this event on (B)(4) 2017. It was unknown on what date the catheter migration occurred. A dye study was performed. The patient experienced return of symptoms. The model and lot number of the catheter were unknown. The implant date of the catheter was unknown. The model and serial number of the pump were unknown. The implant date of the pump was unknown. A catheter revision has not yet been planned, scheduled, or performed. No other actions or interventions occurred as a result of this event. The cause for the migration was unknown. No products would be returned, because the representative did not think it would determine the cause of the migration. This information was not confirmed with the hcp, as he was on holiday.

Manufacturer narrative:
Other applicable components are: product ID: 8780, lot# unknown, implanted: (B)(6) 2013 (month year valid) explanted: product type catheter section d: updated. The manufacturing site ID# 3007566237 was updated and corrected to 3004209178. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received which indicated the catheter model was an 8780. The serial/lot number was not provided despite inquiry. The pump and catheter were reported to have been implanted in (B)(6) 2013. Treatment had been lost as a result of the downward catheter migration. There would be a surgical revision and not a complete removal. The patient was currently on a waiting list for a revision. The issue was to be resolved with the future surgery, date unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The representative stated the products would not be returned, as they were still implanted. However, they responded again stating the pump was uplifted on (B)(6) and the courier left no paperwork for any of these returns lifted on that date for tracking. Clarification on whether any products were removed was requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2018-mar-02. It was reported both the pump and the catheter would remain implanted and they were just going to relocate the catheter tip. None of the system would be explanted. No further complications were reported or anticipated.